Event description:
It was observed during the device evaluation, the forceps cover of the ultrasound gastrovideoscope had missing ke-45 adhesive, the probe head had damage, the pink probe had a cut, and the tip had missing sealant. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the forceps cover had a missing ke-45 adhesive, the probe head had damage, the pink probe had a cut, and the tip had missing sealant which are due to probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of the discovered damage is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.